Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2013 due to patient allegations of pain, swelling, dysfunction, loss of range of motion, metal poisoning, metallosis, inflammation, damage to surrounding bone and tissue and lack of mobility. All components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision on (B)(6) 2013 due to pain. Operative report noted the presence of black metallosis, arthrofibrosis, and the head/taper adapter were cold-welded onto the stem. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Not returned by attorney.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-00446 / 00447 & 01865).